Manufacturer narrative:
Investigation results: a visual inspection of the returned device noted that the dilator was bent in the middle. The sheath was severely damaged and kinked in several locations, and was cut throughout the device probably using a sharp tool. It also presents numerous whitened areas caused by stress. The material received was visually consistent with the inner lining of the sheath and as per additional information some instruments were passed through the access sheath. Given the event description and condition of the returned device, the most probable root cause for the complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure on (B)(6) 2017. According to the complainant, during the procedure, little pieces of the sheath were stripped inside the patient. All of the strips were retrieved with a basket device. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure on (B)(6) 2017. According to the complainant, during the procedure, little pieces of the sheath were stripped inside the patient. All of the strips were retrieved with a basket device. The procedure was completed with another navigator access sheath. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.